Event description:
"Ventisure" resuscitation bag (adult) ref 301-5581, lot #05581030520. This resuscitation has a chemical co2 detector on its exhalation port. It's designed to change from blue to yellow when exposed to co2. The above lot # had co2 censors that were white and do not change color when exposed to exhaled co2. Colorimetric co2 detectors are the 1st confirmation of properly placed endo tracheal tubes. If there is no color change and breath sounds/chest excursion are not reassuring, extubation and reintubation may occur unnecessarily facility depends on these detectors a great deal (but not exclusively). These were found upon pre stock check for functionality. All bags with the lot # were pulled and impounded (4).